Event description:
In 2007, the pt was being treated with a gore tag thoracic endoprosthesis device. Treatment plan included covering the left subclavian artery. According to the reporting physician, tag device was correctly sized for the proximal landing zone; however, was significantly oversized at the distal landing zone due to anatomical aortic taper. As the deflated balloon was advanced into the device, it caused the tag device to move proximally, unintentionally covering the left common carotid artery. They successfully repositioned the tag device with the molding balloon.

Manufacturer narrative:
Eval: this prod is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Advance the balloon catheter over a prepositioned .035 inch wire guide, utilizing a minimum 14.0 french sheath. If resistances is met while advancing the wire guide or balloon catheter, determine the cause and proceed with caution. No prod was returned to assist in this investigation. Based upon the info provided, it appears that the gore device was moved, when the coda balloon inadvertently made contact with it during advancement of the balloon.